Manufacturer narrative:
During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. In addition, no power clip was attached and/or returned. External and internal visual inspections of unit revealed exposure to the power supply. There was no damage to the right-angle extension cable, and no power cord was returned. A golden power supply and power cord were used to power the unit throughout all test steps. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. The cause of the problem was determined to be frayed power connector plug on the power supply.

Manufacturer narrative:
It was determined clarification as needed as based on evaluation this event is not part of fa-q323-hf-4. As evaluation confirmed the event was related to frayed power supply and not a frayed right angle extender.

Event description:
The patient reported exposed and frayed wires with sparking on the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.